Event description:
Clinical study. It was reported that, during a coronary drug eluting stenting treatment procedure, there was severe balloon withdrawal resistance. Target lesion 1 was a 2.5mm, 90% stenosed, 18mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation & successful placement of a taxus liberte' 3.50x24mm drug eluting stent. Lesion 2 was a 3.4mm, 90% stenosed, 22mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation & successful placement of a taxus liberte' 2.75x24mm drug eluting stent. There was severe balloon withdrawal resistance. "The physician tried 4 times to deliver stent, very hard resistance but finally was successful." There were no pt complications & the pt was discharged the next day on plavix & aspirin. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the pt, and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.